Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display and reservoir compartment damage. The customer¿s blood glucose level was unknown. Customer stated that when they put a new battery in the pump, and pump is already telling needs another battery. Caller also reported damage around the area where the reservoir compartment is. Troubleshoot for blank display and reservoir compartment damage and customer reports display is blank. Customer states the display was not blank less than 30 seconds. Customer states display is blank currently. Customer states the contacts on the battery cap are neither missing nor damaged. Customer's also stated that the reservoir still locks into place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.